Manufacturer narrative:
The system was examined and tested. The system was found to meet product specifications. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on may 12, 2015. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned phaco handpiece was found to have no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5 minutes on 100%torsional and ultrasound power and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The system and the returned handpiece were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during cataract surgery, there was no phacoemulsification experienced. The phaco handpiece was switched out to complete the case. There was no patient harm. Additional information has been requested.